Manufacturer narrative:
The investigation of ischemia and positioning issues has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-14433. E4 should have been left blank. G1 reporting contact fax number missing.

Manufacturer narrative:
As all the necessary information and returned product was not provided, the root cause of the limb ischemia was not determined. Device or data logs were not returned. As noted in the impella IFU: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient had ischemia on the left leg. The impella was also noted to be in the wrong position. The patient underwent bypass and 1 unit of packed red blood cells (prbc) was administered to address the issue.